Event description:
It was reported that "patient received burn, white crescent shape, upper aspect of pad on left upper thigh."

Manufacturer narrative:
The actual device from the incident is expected to be returned to our facility for evaluation. Samples of the same lot are also to be returned. When the investigation is completed, a supplemental report will be filed.